Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that (B)(6) - clinical study) the patient was unable to obtain readings starting for 8 days starting on (B)(6) 2018, due to an issue with the external device. As a result, the patient was hospitalized on (B)(6) 2018 with decompensated heart failure from fluid overload.

Event description:
Additional information received identified the patient was treated with IV furosemide and put on a fluid restriction. The patient was discharged on (B)(6) 2018. Reportedly, the issue has been resolved.

Event description:
Follow up determined that the issue with the external device was caused by the patient receiving an error 5 message (reference MFR report 3004936110-2018-00472).